Event description:
Device malfunction: none. Symptoms/ae: ischemic stroke. Time of ae: during procedure. It was reported that during a right internal carotid artery stenting procedure, the pt experienced left sided weakness, diagnosed as an ischemic stroke. During the procedure, there was slow flow noted which was felt to be from a vasospasm. Upon removal of the embolic protection device, the spasm resolved and the flow returned to normal. Post procedure, a head CT was done and was negative. One day post procedure, an MRI was positive for distal middle cerebral artery territory patch infarcts. Physical and occupational therapies were started while hospitalized. Eight days post procedure, the pt was discharged to a rehabilitation center. Although requested, there is no additional info available. Study event.

Manufacturer narrative:
The emoblic protection device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info.